Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tgt3115/8594515, tgt4020/8479369) to repair a ruptured descending thoracic aortic aneurysm with diameter of 102 mm. The patient also had an aortic arch aneurysm; the physician planned to repair the arch aneurysm in the next procedure. The patient tolerated the procedure. On (B)(6) 2011, the physician planned to cover the brachiocephalic artery, left common carotid artery and left subclavian artery in the next procedure, so total arch debranching was performed to maintain blood flow. The patient tolerated the procedure. On (B)(6) 2011, the patient underwent second endovascular procedure using two gore tag thoracic endoprostheses (tgt3715/8650436, tgt4020/8534373) to repair the aortic arch aneurysm as planned. The patient tolerated the procedure. After the procedure on the same day, the patient developed paraplegia. Rehabilitation was started. On (B)(6) 2011, the patient transferred to another hospital, and follow-up examination was discontinued. It was unknown whether the paraplegia was resolved. No further information was available.